Event description:
It was reported that on (B)(6) 2025, the implanted plate fractured when the patient bent forward with her upper body. The surgery took place approximately five weeks prior to the event. No further information was received. Update 12-feb-2026 - further information was received: it was reported that on (B)(6) 2025, the implanted plate fractured when the patient bent forward with her upper body. Revision surgery took place on (B)(6) 2025 and was successfully completed using a new device with same part number. The patient is now symptom-free. The patient originally underwent surgery on (B)(6) 2025, for a clavicle fracture.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the documented event information, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, the potential causes of the implant break were most likely the result of one or a combination of the following factors. The most likely cause of the reported failure is a patient-specific event, such as nonunion or delayed union at the fusion site, lifestyle or physical activity demands, and/or the patient¿s failure to adequately restrict activities or follow postoperative instructions during the prescribed healing period. Directions for use dfu-0192-eo at revision 9, arthrex plates e. Warnings: 6. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The complaint allegation was confirmed upon reviewing the x-ray, which showed that the plate/implant was broken in half at the proximal end and that a bone fracture was present. Note: the reported failure part number does not match the implant shown on the x-rays.